Event description:
Information received from the field does not address the patient's clinical status but notes that interrogation showed dashes (---) on the printout and a high current drain of 76ua. A software download was unsuccessful and the device was replaced.